Event description:
Caller reported blood glucose results of 215 mg/dl and 114 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer performed control tests on his breeze2 and received a result of 280 mg/dl. The normal control range was 119-172 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.